Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer faced an issue with arm3. The customer stated that they could dock arm3, but the surgeon could not control it with the master tool manipulator (mtm). The customer stated that they used arm4 and resumed with the surgery. The customer reported that they reseated the sterile adapter and instrument without any success. The customer also stated that they used the same instrument on arm4 without any problems. The technical support engineer (tse) asked her if they changed the drape on arm3, and the customer stated that they did not. The surgery was already over. The tse viewed the system event logs and could see error code 22020 indicating an engagement issue with a monopolar curved scissors (mcs) probably due to the sterile adapter (sa) (drape). The tse asked her if they can test arm3, the customer was unable due to the operating room (or) was being used for another surgery without the robot. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: system functionality was checked upon powering on the system, and the system initially powered on without errors.

Manufacturer narrative:
Based on the claim against the product by the customer noting functional issue with arm 3, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued to the customer and that the usm assembly has not yet been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the instrument recognition issue could not be replicated during the in-house testing although it was confirmed via system logs. The unit was tested on an in-house system in normal mode with no related errors. Furthermore, the unit was tested with the fenestrated bipolar forceps, stapler 45, stapler 30 and the large needle driver instruments; however, no issues was found. The unit also passed the carriage switches, lissajous, sine cycle, and carriage sine cycle tests. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.